Manufacturer narrative:
The company representative observed that the unit kept blowing bulk fuse and found a nick in the wire insulation that shorted to chassis taking out of the fuse. The company representative replaced the "cable, power supply to motor/display" (p/n 0012-00-1056). The iabp was tested to factory specifications. It functioned normally and the unit was returned to customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. If the part is returned for evaluation and upon results availability a supplement MDR will be submitted. (B)(4).

Event description:
The customer reported that during routine check of iabp it was observed "power unit on and got shutdown alarm". No pt was involved.